Event description:
Additional information received identified that surgical intervention was undertaken wherein the lead was explanted and replaced on (B)(6) 2018. Post-operatively, effective therapy was restored.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced ineffective stimulation. It was noted the lead showed impedances issues. Troubleshooting was attempted to no avail. The surgery for lead revision was cancelled since patient had a fall and she was sent for CT of head. As a result, surgical intervention may be pending to address the issue.